Event description:
The pt was implanted with an scs system on (B)(6) 2010; consisting of an ipg, two percutaneous leads, and two anchors. On (B)(6) 2010, it was reported that the pt, who is said to suffer from emphysema and bronchitis, is feeling an uncomfortable sensation in the area of her lungs. In addition, she is experiencing breathing difficulties. The reported discomfort has recently intensified such that an emergency room visit was required. X-rays taken there showed no abnormalities in the pt's lungs. The pt has been referred to a neurosurgeon for further exam. No further info is known at this time.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance related to the product. The total lot size was 120. One unit was found to have foreign material in the tray. One unit was found to have a bent stylet, and one unit was found to have foreign material on the tunneling tool. The three affected units were removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.